Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In reporting a revision of patient's left hip on (B)(6) 2018, rep reported that patient had a previous revision to reduce a periprosthetic fracture using screws.